Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hypoglycemia as well as hyperglycemia. Customer¿s low blood glucose level was 30 mg/dl at the time of the incident and the current blood glucose level was 139 mg/dl and the high blood glucose level was 438 mg/dl. The customer¿s other blood glucose level was 88,219 mg/dl. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer was not admitted into the hospital as a result of the low blood glucose. The customer did not experiences any symptoms related to the low and the high blood glucose. Based on customer reports, customer allege the insulin pump was over delivery. The troubleshooting was declined by the customer for the high blood glucose. The customer was treated with the glucose and the manual injection. . The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed the delivery accuracy test at 0.08770 inches.